Event description:
Customer states the cable p/n 1127293 cable is shorting out possible loose connection. Originally ordered on invacare pro. Joystick cable: 1127293,1116404 warranty (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 3gtqsp, serial number/date (B)(4) is approximately 1 year 6 months old. The owner's manual part number 1143151 rev I (may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the joystick cable for the 3gtqsp power chair is allegedly shorting out. There is allegedly no indication of the cable being pinched or abused. No injury alleged. Product is being replaced on (B)(4).